Event description:
The hospital's biomedical engineer (bme) reported that the central nurse's station (cns) is not allowing the staff to process anything. The bme switched monitors and the left side monitor is not outputting any video. No patient harm was reported. The bme will return the cns to nihon kohden for repair.

Manufacturer narrative:
The hospital's biomedical engineer (bme) reported that the central nurse's station (cns) is not allowing the staff to process anything. The bme switched monitors and the left side monitor is not outputting any video. No patient harm was reported. The bme will return the cns to nihon kohden for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: lot number & expiration date, device bla number. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1: on (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: on (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: on (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. Reply was received and the bme was not able to provide the requested information.

Event description:
The hospital's biomedical engineer (bme) reported that the secondary display for the central nurse's station (cns) was not outputting video and half the patients were not being monitored because of this. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the hospital's biomedical engineer (bme) reported that the secondary display for the central nurse's station (cns) was not outputting video and half the patients were not being monitored because of this. No patient harm was reported. Investigation summary: the customer was sent a loaner cns to determine where the cause of the reported no video was coming from. The customer later reported that the issue was resolved, and the cause of the issue was not coming from the original cns or the loaner cns. No exchanges were completed. There is no evidence of an nk device malfunction that may have contributed to the reported issue. A root cause is likely related to a use error in the device set up or third party peripheral devices. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The hospital's biomedical engineer (bme) reported that the secondary display for the central nurse's station (cns) was not outputting video and half the patients were not being monitored because of this. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report. G6 type of report. H2 if follow up, what type?